Event description:
It was reported that the user experienced loss of cgm signal on the dexcom g7 while using the ilet, after which the agent guided the user to toggle settings and initiate sensor pairing in ilet, advising that pairing could take up to thirty minutes. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included customer service troubleshooting and user education regarding sensor pairing and expected reconnection time. Investigation of this case revealed that the device interaction was consistent with intermittent cgm connectivity and that initiating a new pairing sequence is an effective corrective action. It was concluded, based on previously established findings for similar reports, that user-system interaction and external communication factors were the most probable contributors.